Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Endoscopic support specialist (ess) was requested onsite to perform a reprocessing in-service. During in-service on 24apr2024, the ess identified an intermittent connection issue with the device cords. The ess taught the users several ways to help maintain the performance of their automated endoscope leak tester by stretching cords, depressing the pins, making sure the machine is in immediate mode and confirming the cords stay dry. The ess learned that the customer was reusing cords. The ess made the manager and sales representative aware that the cords looked pretty beat up and that they should look into buying a new set. While the ess was onsite, they ran the automated endoscope leak tester for several hours, running one and two scopes at a time and all scopes passed. The ess then confirmed the customer was purchasing new cords.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain reporter information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that there was a difference in understanding between olympus' recommendations and the facility in question regarding the handling of equipment and inspection procedures. Preventive measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope/alt-pro instruction manual. Olympus will continue to monitor field performance for this device.